Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. No specific patient information regarding additional events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / prolene mesh, involved contributed to the adverse events described in the article, specifically: recurrence, chronic groin pain, ecchymosis, seroma, cord oedema, numbness. Testicular pain, foreign body sensation, neuralgia? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for devices used, prolene mesh?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic inguinal hernia repair procedure between 02/2010 and 01/2012 and the mesh was implanted. Following the procedure, the patient experienced ecchymosis, seroma at seven days or one month and possibly required single time aspiration, cord edema, numbness at three months, chronic groin/testicular pain at three months, foreign body sensation at three months, neuralgia at three months and/or recurrence. The patient underwent a left tapp repair for recurrent hernia and intra-operatively the anatomy could not be delineated due to dense adhesions. The re-operation was converted to open. The mesh was found to be displaced and herniated through the dilated internal ring and forming part of the sac. The sac was dissected and the mesh was removed. Additional information has been requested.